Manufacturer narrative:
(B)(6) cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. Unit was unable to progress pass cardiomems hf software loading screen on the handheld or send readings. Boot-up sequence was unsuccessful. Due to the malfunction involving the unit not booting up properly, the formatted compact flash and dsp load portions of diagnostic test were considered most relevant in performance evaluation regarding complaint. Unit failed formatted compact flash portion of diagnostic test and passed dsp load portion. The root cause was determined to be issue with the compact flash. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported that unit will not load to start screen. The patient electronics device was replaced and there were no adverse consequences reported by the patient. Frayed and exposed wires were observed on the power extension cable during device analysis.